Manufacturer narrative:
(B)(4).

Event description:
It was reported that pre-operatively, the patient was diagnosed with back pain and radiculopathy. The patient initially was treated an l4 to sacrum decompression fusion and very good results from it. However, developed adjacent level degeneration at l2-3 and l3-4 that has not responded to conservative treatment. Patient underwent a posterolateral fusion at l2 to l4 using bmp2 on (B)(6) 2007. Patient's post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: on (B)(6) 2007, the patient presented with pre-op diagnosis of degeneration spinal stenosis l2-3 and l3-l4 status post posterior decompression and fusion l4-5 and l5-s1 with solid arthrodesis. The patient underwent following procedure: removal of instrumentation l4-s1; aspiration fusion l4-s1; extension of fusion posterolateral l2 to l4; re-instrumentation from l2 to s1 using titanium rods; autologous local bone augmented with rhbmp-2 and osteofil. Per op notes,".. A longitudinal midline incision was then made from l2 to s1 carried down to the skin and subcutaneous tissue down to the fascia and down to the area of the previous surgery from l4 to the sacrum. The surgeon applied distraction across the head of the pedicle screws and there were no motions noted of both levels bilaterally. So the screws were then removed and screws showed that there was still very good bony bite. The surgeon went ahead and did aspiration fusion from l4 to the sacrum and showed that there was good bony continuity noted a the solid arthrodesis. So further dissection was then made up to the level of l2 and exposing the transverse process l2, l3 and the fusion of l4. So at this juncture we did a trough type facetectomy at the l2-3 and l3-4 and shows that there was still very good big bony surfaces for fusion in the facet joints. Once posterior decompression at the l2-3 an d l3-l4 was done then applied rods on top of the heads of the screws and applied compression across the head of the screws to give the patient lordosis. There was good bony surface for facet fusion, so no attempt was done to do a transforaminal interbody fusion. So, we packed the lateral autologous bone, rhbmp-2 and also osteofil at all the facet joints bilaterally at l2-3 and l3-4 and also the gutters transverse process of l2-l3 and l3-l4. "